Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy on (B)(6) 2014 and suture was used. The suture broke before closing. It was unlikely that the device was caught in another device such as a forceps. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Conclusion: photos of the actual device involved in this event was returned for evaluation. Observing the photos received, it is noticed that the breakage happened on loop region. Based on the tips it is observed that they have characteristics of a cut probably caused by surgical instrument. A simulation was performed using a sample from the same product code. The thread tip that was cut had the same characteristics of the sample in the photo received. In handling this suture, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.